Event description:
It was reported that a cdh25 was used during a total gastrectomy. It was reported by the affiliate that during the anastomosis esophagus to duodenum, the circular stapler made a crunch sound as it is supposed to during firing the instrument. The stapler was stuck to the tissue, even though the instrument was opened one half and turned 90 degrees to the left and right side, which the esophagus followed the movement. The anastomosis was torn to remove the stapler. The stapler contained two round doughnuts as normal. A new anastomosis was made with difficulty because the esophagus had to be shortened. The anastomosis had to be made further up on the esophagus. The mucous membrane could not be included 100% in the anastomosis. The pt is under observation for complications (such as leakage). If leakage occurs, the pt has to be opened in thorax to be re-operated.